Event description:
The customer reported that he was hospitalized due to high blood glucose levels and pneumonia, and needed assistance with the insulin pump settings. The customer was given the number for his trainer in order to get his settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.